Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on november 6,2024 for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that according to the information received, inability to detect fluorescence, leading to a call to the biomedical technician, followed by a call to the laboratory's sales representative. These various parties were unable to find a solution to the technical problem. This malfunction resulted in a significant loss of time and energy, extending the operative and anesthetic time, and necessitating bilateral pelvic lymph node dissection.

Manufacturer narrative:
Device evaluation: the investigation of the product was completed on december 13,2024. The malfunction reported by the customer could not be reproduced with the returned device. Most probable root cause is that another device in the function chain is defective. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to the leading product was made in sections d1, d2a, d2b, and d4. The event is filed under internal karl storz complaint ID: (B)(4).